Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air bubble was noted in the luer lock. The customer reported a blood glucose (bg) level of 280 (mg/dl). A correction bolus and bg levels returned to their target range. The customer was able to prime the air out of the luer lock and resume insulin therapy.